Event description:
It was reported by customer that leakage from the tport. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leaking t-lock assembly was confirmed. Functional testing included infusion of the t-lock sample through the associated luer using water and a 12ml syringe, and leakage through the stylet septum was confirmed.  Visual and microscopic examination of the septum condition and structure found that the stylet wire was appropriately positioned within the septum.  A small gap was seen between the wire and septum.  The stylet wire appeared to have been intentionally bent around the t-lock septum and the observed gap at the wire/septum interface was opposing the direction the wire had been bent making it possible that the described leakage and bending of the wire were related as the bent wire appeared to be pulling the septum material in that direction.  It was unknown if the observed leakage had also occurred prior to bending the stylet wire, and as a result the cause of this event was unknown. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by customer that leakage from the tport. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.